Manufacturer narrative:
Updated fields: h2, h3, h4, h6. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: device presented an error code. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fluid invasion at the scope connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the subject device displayed a communication error when plugging scope into processor, and a grainy image. The issue occurred during preparation for use and the upper endoscopy diagnostic procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, the subject device displayed a communication error when plugging scope into processor, and a grainy image. The issue occurred during preparation for use and the upper endoscopy diagnostic procedure was completed using a similar device. There were no reports of patient harm.